Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed that the x1 shuttle pressure read -36. To resolve the issue, the stm replaced the pressure transducer. The stm then performed all calibration, functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by the customer, it was discovered that the iabp was failing the internal transducer checks. There was no patient involvement and no adverse event was reported.